Event description:
Review of college of american pathologists (cap) proficiency testing results showed that we had failed two out of three specimens, reporting as negative when they should be positive. The previous event in june also showed one of two positive results reported as negative. Manufacturer response for covid antigen test kit (quidel), quidel sars antigen test (per site reporter). False negative testing results.